Event description:
It was reported that the physician was attempting to use a 2.25mm diameter x 30mm length endeavor resolute (rx) drug eluting stent to treat a lesion in the left main coronary artery. Angiograph result showed stenosis in the target vessel. During the procedure, resistance was noticed during delivery to the target lesion, the physician removed the device and found the stent struts were lifted. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the distal tip was flared. Initial mandrel movement failed due to a blockage in the inner. A number of struts on the 1st proximal stent segment were raised and pulled proximally over the inner shaft marker. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: deformation problem - stent deformed. Inherent risk of procedure - (failure to deliver the stent and stent deformation). Patient condition affected effectiveness of the device - patient lesion morphology, (lesion stenosis). Evaluation conclusion: known inherent risk of a procedure (failure to deliver the stent and stent deformation). Device failure / lack of effectiveness related to patient condition - patient lesion morphology (lesion stenosis). (B)(4).